Event description:
It was reported that the patient never had effective stimulation. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07879. Additional information was received indicated patient's system was explanted due to never receiving effective therapy. As such, the ipg in no longer reportable.